Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a motor encoder signal out of phase. The functional tests could not be performed due to the motor error alarm. The insulin pump had a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had normal blood glucose levels of 110 mg/dl. The customer reported a motor error from the insulin pump after the rewind. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to back up plan per the health care provider's instruction. No add'l in of was provided.